Manufacturer narrative:
(B)(4) d10 : 42532007102 - tibia cemented 5 degree stemmed right size e - 66748555. G2 : foreign country: hong kong. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon attempted to insert two articular surfaces, however, neither would mate with the tibial component and a gap would occur between the implants unevenly. The surgeon attempted to use different insertion instruments to insert the implants but was still unsuccessful. As a result, the surgeon impacted one of the bearings anteriorly with a hospital instrument and it was successfully placed. There was a 15 minute surgical delay. There was no known impact or consequence to the patient. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. Visual examination of the provided images reveals one of the bearings attached to the tibial plate, with a narrow gap visible. The femoral component is also present in the image. However, based on the images alone, it is not possible to conclusively assess the seating of the bearing on the tibial plate. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.